Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It showed the lv (left ventricular) lead had varying/high impedance values.

Event description:
It was reported the lv (left ventricular) lead was capped and replaced, due to loss of capture, increased thresholds, and fracture. No patient complications have been reported as a result of this event.